Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2011-(B)(6), the patient underwent a cryoablation procedure in (B)(6) for pulmonary vein isolation. The procedure went well and no issues with the devices were discovered during the procedure. On the evening of 2011-(B)(6), the patient had symptoms and a transthoracic echocardiography was performed and a pericardial effusion was discovered. The pericardial effusion was punctured and 250 ml of blood was drained. The reason for the pericardial effusion was unknown. On 2011-(B)(6), the patient was fine and had no further problems.